Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during routine microbiological testing, the colonovideoscope tested positive three times for >100 colony forming units (cfus) of pseudomonas. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings and the device was quarantined. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the instrument/suction channel with a suction pump, with both the first and second position of the suction valve. Both the air/water and the balloon channels were flushed with water and air using the appropriate cleaning adaptors. During manual cleaning, a passing leak test was performed and the detergent used was not specified, but from manufacturer boston scientific. The instrument/suction channel, suction cylinder, and instrument channel port were brushed. The automated endoscope reprocessor (aer) used was soluscope sprint from ecolab with sol clin detergent and sol p disinfectant. There were no reported defects on the aer, all channels were connected in the aer, and the concentration and expiration date of the disinfectant solution was controlled. The water quality was controlled, and the filter was replaced periodically in accordance with the instructions for use. The device was dried by the dry process of the aer and stored in a drying cabinet under normal air oxygen concentration. Olympus is the maintenance company. The customer reported that the aer machines are tested every four weeks and have never had a positive result. The issue was not confirmed, as the scope was not microbiologically tested by olympus. The device evaluation found the following non-reportable findings: due to a chip on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value; due to deformation of the bending tube, the bending angle in the up direction exceeds the standard value; the plastic distal end cover and the adhesive on the bending section cover had a chip; the right/left knob was deformed; due to wear of the forceps elevator lever, the upward/downward angulation control knob cannot be locked securely. A supplemental report will be submitted upon completion of the investigation with the device evaluation results or if any additional information is provided by the user facility.